Event description:
During percutaneous fox hollow atherectomy of the left superficial femoral artery and after 3 to 4 passes in each quadrant, the device had to be replaced twice due to breaking of the shaft and an aneurysm of the nose cone. This was of no consequence or injury to the patient and the procedure was completed without further incident.